Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report with be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported a patient presented to the clinic on (B)(6) 2016 after completing capd (continuous ambulatory peritoneal dialysis) therapy at home. The rn assessed the patient, diagnosed fluid overload caused by non-compliance with peritoneal dialysis therapy, and sent the patient to the emergency room (ER). The patient was administered IV lasix (dosage unknown) and discharged. It was also noted the patient voluntarily presented to the same ER complaining of malaise and shortness of breath on (B)(6) 2016. The patient signed out of the hospital ama (against medical advice) that same day.

Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.